Event description:
A healthcare worker experienced burning and tingling with whitening of skin on the right finger and arm after contacting items from a load after the cycle completed. The worker sought medical attention and was prescribed a medicated ointment. The symptoms resolved in one day. The vaporizer plate was not in place.